Event description:
Please be advised that while investigating an event involving one of our products, (B)(6) noted a potential adverse event regarding a (B)(6) product. It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced a stroke. The patient required thrombectomy however the patient died. After the procedure, in the recovery room, the patient showed signs of a stroke. Patient was sent for a scan where embolic stroke was confirmed. The physician's opinion on the cause of this adverse event was probably patient condition. It was reported that there was thrombus/clot in the femoral sheath. There were no issues with flow rate change at the start of ablation. After a scan, the patient was transferred for thrombectomy, however, patient died after unsuccessful thrombectomy. The femoral sheath was a (B)(6) sheath. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).